Event description:
Caller reported a malfunction on the pump, which did not cause the customer's blood glucose level to exceed 500 mg/dl. There was no adverse impact to the customer¿s blood glucose level. Cts advised the caller to use a backup therapy, but none was currently available, so the caller planned to contact their healthcare provider. Cts shipped a replacement pump with updated software and provided instructions on storage mode and sensor usage. The caller acknowledged the guidance and agreed to return the problematic pump within ten days using ups.